Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by counsel that claimant underwent left tha on (B)(6) 2015 and was implanted with an lfit v40 anatomic femoral head and accolade ii hip stem. He was revised on (B)(6) 2023 allegedly due to increasing pain and elevated cobalt levels.